Manufacturer narrative:
The exposed portion of the soft cannula was found to be torn off. On opening the pod, it was found that the exposed portion of the soft cannula was completely cut off, leaving the needle head exposed. The length of the soft cannula was measured to be out of specifications at 17.27mm. It could not be confirmed when the tear occurred or if it contributed to the reported event. The timing and cause of the damage is unknown. No other damages or defects were found with the device. During investigation, it was found that the bottom housing vent was damaged. The timing and cause of the observed damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level reached 17 mmol/l (306 mg/dl). The pod was leaking insulin while worn on the abdomen for between 5 and 24 hours. Details regarding treatment were not reported.